Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was 300¿s mg/dl or 400s mg/dl. She tried giving herself some bolus insulin but then she received insulin flow block alarm on insulin pump. She cannot enter her auto mode. Customer¿s current blood glucose value was 408 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin pump for high blood glucose level. The customer stated that the symptoms related to high blood glucose such as nausea. Customer had using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not returned for analysis.